Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was returned for unknown reasons. The event was created due to implant time. Cpi received additional information that this implantable cardioverter defibrillator (ICD) device was returned due to pocket infection. The communication worksheet stated that the device header had been damaged at the time of explantation.